Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and the device passed. The receiver was charged and booted. The receiver download was not able to perform because unit displays initialization screen and continuously resets. The receiver case was opened and an visual interior inspection was performed and passed. Performed receiver download with main board separated from ui-u1, receiver download contains errors related to complaint within the relevant dates of this investigation. A functional test couldn't be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed due to errors observed during log review. Root cause of customer complaint could not be determined.